Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: customer did not brush up on the channels and did not flush the channels with the detergent solution during precleaning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited debris in the light guide lens. There was no patient involvement.